Manufacturer narrative:
(B)(6) 2015. The complaint product was shipped to a (B)(6) distributor. During incoming inspection at their warehouse, the distributor found units where the packaged product showed a hole in the side corner of the tray. The devices from the complaint lots were returned to argon medical devices on (B)(6) 2015 for eval. Based on a previous complaint from this same distributor, argon had initiated a 100% re-screen of similar devices in argon's inventories; a health hazard assessment was completed on (B)(6) 2015 and argon decided to initiate a recall. The (B)(6) was notified of this decision on (B)(6) 2015. Since transfer of the operation to argon in (B)(6) 2014, there had been no complaints for this type of defect until the recent complaints by the (B)(6) distributor. There have been no reports of infection or patient harm. The product label cautions the user to not use the product if the package or product is damaged, and the holes are large enough to be seen on visual examination.

Event description:
During incoming inspection of a two lots of prod at the distributor warehouse in ja, the distributor found holes in the blister of the packaged prod.